Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a large supraclinoid internal carotid artery (ica) aneurysm, the physician reported that the proximal end of the pipeline flex device did not open. It was reported that based upon the way the pipeline was deploying it *appeared* as if the proximal edge of the pipeline was not going to open. The decision was made to resheath the device and remove from the patient. Based on the way it appeared angiographically, the physician felt the pipeline was creating what's described as a coma or cornucopia, which means the proximal edge fails to open. The patient was successfully treated with differently sized pipeline devices. The device will not be returned for device investigation because it was discarded. No patient injury was reported as a result of this procedure.

Event description:
Medtronic (covidien) received information that based upon the way the pipeline was deploying it appeared as if the proximal edge of the pipeline was not going to open. The decision was made to resheath the device and remove from the patient. Based on the way it appeared angiographically, the physician felt the pipeline was creating what's described as a "coma" or "cornucopia", which means the proximal edge fails to open. The patient was successfully treated with differently sized pipelines. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis; therefore, the event cause could not be determined.